Manufacturer narrative:
The device involved in this event will not be returned for eval as it was consumed in the event.

Event description:
It was reported that the pt experienced arrhythmias during an onyx procedure and was treated for arrhythmias. The report also mentioned that the pt had cranial nerve palsy which resolved in 4 months.